Event description:
On (B)(6) 2012, the customer reported that the au680 instrument generated erroneous sodium (na) and potassium (k) results. Customer did not state how many patient results were affected. Results were not released from the lab. There was no affect to patient or patient treatment. Results were caught by the customer and repeated on their second au instrument. Customer did not provide patient data results. Field service engineer (fse) evaluated the instrument and installed new na and k electrodes. Fse validated instrument performance. This resolved the issue and no further problems have been reported.